Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. The lead remains in service. No adverse patient effects were reported.

Event description:
Another red alert for high out-of-range (oor) shocking impedance measurement was detected via the patient's remote monitoring system indicating an ongoing issue. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. Available information indicates this right ventricular (rv) lead remains in service.

Event description:
Additional information was received and indicated that commanded shock was performed and showed 64 ohms. The lead remains in service. No additional adverse patient effects were reported.